Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, exhibited error code 1870. No patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customer's of the reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed all seals were intact. During functional check, the reported problem was duplicated. Error code lec 1870 was on the display during the investigation. The root cause was the motor was faulty. Motor was locked and this caused error code 1870 and message battery depleted on the display's pump. Recommended motor to be replaced.